Event description:
It was further reported that the patient had their device explanted on (B)(6) 2012. Abnormal impedances were noted, but not further described. The system was replaced. The patient did not require hospitalization for the event.

Event description:
It was initially reported the patient lost stimulation, but realized she may have pushed the off key. The patient went to a different program and felt stimulation. At the time, the patient did not feel stimulation in 3 of the programs. It was further reported that a company representative confirmed that 3 of the programs weren't ''working.'' The patient was scheduled for a revision on (B)(6) 2012. Additional information was requested. If additional information becomes available a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28, lot v240154, implanted: (B)(6) 2009, explanted: ni.